Event description:
It was reported that the vertical lift column on the 9800 system would not work. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The ps3 power supply was replaced during the service call. The reported issue is currently under investigation. A follow up report will be filed, when additional details become available.